Manufacturer narrative:
Incidental finding was found during investigation. Manufacturer's investigation conclusion: the reported event of a damaged system controller power cable was confirmed via evaluation of the returned controller; however, the damage did not affect the functionality of the system controller during analysis. The reported event of pump stop events while connected to the power module was confirmed via the log files; however, the pump stop events could not be correlated to an issue with the system controller. The pump stop events are investigated via MFR # 2916596-2019-03314. A log file was downloaded from the returned system controller. The downloaded log file partially overlapped with the submitted log file. The downloaded and submitted log files contained approximately 8 days of data combined ((B)(6) 2019 ¿ (B)(6) 2019 per the timestamps). The fixed speed was set to 9200 rpm and the low speed limit was set to 8800 rpm. At 13:52:18 on (B)(6) 2019 the log file captured a drop in pump speed below the low speed limit followed by a pump stop event which lasted for approximately 3 seconds. The white power cable was connected to the power module and the black power cable was connected to a 14v battery at the time of the pump stop event. Pump off, low speed hazard, low flow hazard alarms were active at the time of the pump stop events, as expected. Prior to connecting the white power cable to the power module, both system controller power cables were connected to 14v batteries throughout the log file. No atypical events were captured when the controller was connected to 14v batteries. The driveline was disconnected on (B)(6) 2019 to perform the reported controller exchange. Aside from the reported pump stop event, the pump maintained a speed above the low speed limit throughout the log file. No other notable alarms or changes in the pump parameters were captured in the log file. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand while connected to a test pump without any issues or atypical alarms. Resistance testing performed on both power cables did not indicate any issues with the internal wires. Visual inspection of the returned system controller revealed a cut in the outer jacket of the white power cable approximately 8.75¿ from the controller. The outer jacket was removed from the white power cable at the location of the observed cut to inspect the underlying shielding and wires. No damage to the underlying shielding or wires was observed. The system controller was opened to inspect the internal components and no issues were observed. Technical services arrived onsite for testing on 09jul2019. The system controller was exchanged. The patient was connected to the power module with a grounded patient cable and the motor stopped events could not be duplicated with external driveline manipulation or upper body movement. Additional information provided stated that a cause for the motor stop was not identified. The account communicated that the problem may exist within the driveline; however, no fractures were identified on x-ray. A review of the patient history did not indicate any additional issues related to the reported event. The pump is investigated under MFR # 2916596-2019-03314. The root cause of the reported pump stop event could not be conclusively determined or correlated to an issue with the system controller through this analysis. Evaluation of the returned system controller and log files did not indicate any issues with the functionality of the controller. The root cause of the cut in the outer jacket of the white system controller power cable could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The customer reported motor stopped events when connected to power module in clinic. Customer reported damage to the white power lead of the pocket controller. The log file analysis confirmed a motor stopped event was recorded on (B)(6) 2019. There were no other unusual events recorded by the log file. Customer thought was that the problem may exist within the driveline but no fractures were identified on xray during follow up conversation, customer stated that the patient was known to have been sleeping on battery power. During site visit, customer replaced pocket controller with new pocket controller. Patient was connected to power module and grounded patient cable. Motor stopped events could not be duplicated with external driveline manipulation or upper body movement. Customer continued to be monitored for unusual events while connected to power module. Customer requested the use of two ungrounded patient cables for use at home, which was provided to them along with a power module. The external backup battery (ebb) of the new pocket controller continued to go into run mode when connected to patient cable. These events continued even after ebb was left to charge for several minutes. The ebb was replaced and the issue was resolved.